Manufacturer narrative:
An evaluation is not possible at this time. The implant has not been removed from the patient nor has the identifying lot number been provided. Upon the receipt of additional information and/or the suspect implant a follow report will be submitted.

Event description:
Follow x-rays taken (B)(6) 2017 revealed the set screw located at the left s2 had backed out of position. The arsenal fixation system was originally implanted on (B)(6) 2017.